Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that the handpiece is getting hot and they have low water flow, no injury resulted.

Manufacturer narrative:
Hpc-05220, new hpc-10240, st-2024032, 02/21/2025: repair tech: (B)(6). W2h reg, needle valve, hp flow cntrl damaged. Continuous water leaking due to the solenoid not closing completely, debris buildup in the water supply hose, debris buildup in the water filter. Damaged water flow control on the handpiece cable. Replaced damaged/worn components and recalibrated unit to factory specs. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.